Manufacturer narrative:
Explant was reported due to thrombus on the valve. The investigation confirmed that thrombus was present on the outflow of all three cusps. Cusp 1 and 3 contained folds which were tether in the open position, causing incomplete coaptation. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 27mm epic stented porcine heart valve w/flexfit system was implanted. On an unknown date, thrombus was observed on the valve. On (B)(6) 2020, a re-do mechanical valve replacement (mvr) was performed. The epic valve was explanted and a new 27mm epic stented porcine heart valve w/flexfit system was successfully implanted. The patient was reported to be in stable condition.